Event description:
It was reported that when the patient was first implanted the manufacturer's representative thought the patient would be able to adjust the implantable neurostimulator (ins) herself. After several days, it was determined that the patient was not able to adjust by herself or adjusted beyond comfort. Another manufacturer's representative adjusted and programmed in a more foolproof (not adjustable) fashion. The caller also noted that the reason for the ins was to lessen the pain medication. However, at this point the patient was still on pain medication. The caller explained that sometimes the patient felt tingling in the legs/feet and other times she did not. When the caller was asked if this was an issue or alleged issue with the neurostimulator, the caller noted it was more a patient programming fine-tune request. The caller wanted a manufacturer's representative to adjust the neurostimulator. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).